Event description:
A pt reported experiencing inaccurate erratic results with a ft meter. The pt's blood glucose results were 31, 90mg/dl. Tests were done within 10 mins with a difference of 52 mg/dl. Pt did not experience any adverse events. No further info has been reported.